Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.

Event description:
Additional information was provided that the device was later explanted and was returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to charge time (CT). The device belongs to the mid-life display of replacement indicators advisory; therefore, could be exhibiting advisory behavior. No adverse patient effects were reported.